Manufacturer narrative:
Exact date unknown, event occurred a few years ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was no longer functioning. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.